Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been returned for technical analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. The 90% stenosed lesion was located in a severely calcified and moderately tortuous mid left anterior descending artery. They were unable to cross the lesion with the 2.50mm x 12mm promus element stent delivery system. Upon examination, it was noted that the stent had become damaged. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.